Manufacturer narrative:
Unit passed self test and displacement test. During visual inspection found electronic stack and motor moisture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in reservoir compartment. The customer stated that there was leak occurring from the reservoir. The self test was performed and it was passed. The customer did not trust insulin pump anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.